Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. We are unable to provide the complete unique identifier (UDI) at the time of the submission of this report, as it was not yet available. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that during left atrial appendage closure procedure to treat atrial fibrillation/stroke prevention, versacross connect laac access solution was selected for use. It was mentioned that the dilator tip is damaged, seemed like a tear. Hence, the device was replaced. The procedure was completed successfully by using another versacross kit. No patient complications were reported. The device is not expected to be returned as it was disposed.

Event description:
It was reported that during left atrial appendage closure procedure to treat atrial fibrillation/stroke prevention, versacross connect laac access solution was selected for use. It was mentioned that the dilator tip is damaged, seemed like a tear. Hence, the device was replaced. The procedure was completed successfully by using another versacross kit. No patient complications were reported. The device is not expected to be returned as it was disposed.

Manufacturer narrative:
The device did not return for analysis. However, the reported allegation of dilator tip damage was confirmed based on media provided. Correction to the initial MDR in block(s) initial reporter phone (e1) and init rptr also sent rep to FDA (e4), in section e - initial reporter. We are unable to provide the complete unique identifier (UDI) at the time of the submission of this report, as it was not yet available. If additional details become available, a supplemental report will be submitted.